Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2019. Patient had a suspected pump thrombus per coordinator. No equipment was exchanged. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (suspected thrombus, patient outcome) and heartmate ii lvas could not be conclusively established through this evaluation. The center reported that the patient expired on (B)(6) 2019. No alarms were reported for this event. The patient had a suspected pump thrombus per the vad coordinator. Additional information was requested from the center. On 27dec2019 the center reported that all information available was in the report. No equipment was exchanged and that¿s all the information that the center had. Review of the patient¿s complaint history found that the patient was previously admitted on (B)(6) 2019 for elevated ldh and suspected pump thrombus (investigated under MFR # 2916596-2020-00052). The patient was discharged home on (B)(6) 2019 with lovenox due to a subtherapeutic inr. Heartmate ii lvas, serial number (B)(6) was not explanted for evaluation. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system, and outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the customer was unsure why the implanting center would have reported the patient's death last year. The patient was in the hospital in (B)(6) 2019 with elevated lactate dehydrogenase (ldh) which was corrected with tpa after no response on heparin. The patient was discharged home on lovenox injections and anticoagulation.

Manufacturer narrative:
Section b2: correction - remove death date and check box for death. Section b5: additional information. Section h1: correction - report type serious injury. Section h6: correction - patient code (removed code for death) and method code. (Removed code for device not returned). Corrected manufacturer's investigation conclusion: a direct correlation between the reported suspected thrombus and heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) could not be conclusively established through this evaluation. Although it was originally reported that the patient expired on (B)(6) 2019, in december 2020 the center provided clarification that the patient did not expire on (B)(6) 2019 as previously reported. The patient remained ongoing on hmii lvas, serial number (B)(6) until declining, having their spouse requesting that the lvad be turned off, and subsequently expiring on (B)(6) 2020. The patient's death was not related to the device. Hmii lvas, serial number (B)(6) was not explanted for evaluation. The hmii lvas instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of the hmii lvas, and outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20may2016. No further information was provided. The manufacturer is closing the file on this event.